Event description:
Pt presented with chief complaint of pain in both eyes & decreased vision in both eyes. He reported recent use of new contact lens solution: no rub multi-purpose solution. Since using the solution, the pt has had pain in both eyes. He also reported changing out the solution every night in his contact lens case to store the lenses. He did not reuse the same solution from the night before. Frequency: everyday. Diagnosis: store and rinse soft contact lenses.